Event description:
Patient's mother called and stated that the pt's ultralink meter has back marks on them and it looks like the display was cracked. The patient did not exhibit any symptoms or seek any medical intervention due to the reported issue. The reporter was unable/unwilling to verify whether there was any meter trauma. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to the damaged display on the ultralink meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.